Event description:
It was reported that the patient developed av block and was only 1 percent paced in the ventricle. Programming was performed to electrically abandon the atrial lead. No patient complications have been reported as a result of this event. It was further reported that the patient is doing well, physiology has improved and patient is still followed in the system longevity study.

Event description:
It was reported that the patient developed av block and was only 1 percent paced in the ventricle. Programming was performed to electrically abandon the atrial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.